Event description:
Three months after undergoing triple cypher stent implantation, the pt began having recurrent symptoms and a follow-up stress test was performed. After the stress test, the pt was sent for bypass surgery. The pt called to ask if the bypass surgery was due to the stents. She did not know which vessel was bypassed, and she does not know if the stents were occluded. The pt indicated that the stents were implanted as a result of a stress test performed three months earlier. Add'l attempts to obtain info were made, but the pt was no longer residing at the forwarding address or telephone number. The hosp where the pt underwent, the original implant had info for the index procedure, but no info for the bypass surgery. Therefore, they decline to send or provide add'l info. No further info was available.

Manufacturer narrative:
A female pt with unk medical history required a coronary artery bypass surgery, approx three months post cypher stents were implanted. Multiple investigational attempts have been made to obtain add'l details regarding the index procedure. At this time, no info has been forthcoming. The pt reported that after a stress test, she underwent a coronary intervention of an unk lesion, which resulted in the uncomplicated implantation of three cypher stents. The pt reported her treatment included aspirin and plavix. Act's were not provided. There was no report of pt injury. Approx three months after the cypher stents implantation, the pt began to have recurrent unspecified symptoms. A follow-up stress test was conducted and the pt underwent a coronary artery bypass surgery. The details of the surgery are unk. Multiple investigational attempts have been made to obtain procedural details including involved vessels. At this time, no add'l info has been forthcoming. The products remain implanted in the pt; therefore, further analysis will not be conducted. A device history record (DHR) review revealed lot #40206675 met all quality requirements for product acceptance. The two lot numbers for the additional involved lots were not provided; thus a DHR review was unable to be conducted. Based on the limited info available, it is not possible to establish a clinical relation between the product and the reported event. It is unclear what vessels and conditions led to the coronary artery bypass surgery. This is the first of three products used during the same procedure on the same pt, which is associated with mfg report # 3003742446-2007-00154 and 3003742446-2007-00155.